Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted a build up of calcification on the lead shocking electrodes that created a non-conductive barrier between the lead's shocking electrodes and the patient's heart tissue. Laboratory analysis confirmed the reported observations and concluded that the calcification was the root cause.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed and was unsuccessful. An invasive procedure was performed. During the procedure, difficulty was encountered removing the lead as it was caught on the right atrial (ra) and left ventricular (lv) leads. The ra and lv leads were electively explanted. The device and lead were explanted and replaced. No additional adverse patient effects were reported.